Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The distal tip of the pinnacle cup positioner was pulled about 2 cm out of the shaft.

Manufacturer narrative:
Examination of the returned instrument confirms the observation. Based on the failure noted and previous evaluations, including evaluations by the depuy metallurgy team, the root cause is attributed to being repeatedly loaded in rotating bending fatigue beyond the material limit. No evidence of manufacturing or material defects has been observed that could contribute to the failure of these components. Based on the performed investigation, corrective action is not indicated at this time. Continue to monitor via (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.